Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable and lemo receptacle were replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys intermittently lost power and displayed communication errors. No pt injury was reported.